Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5109466. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle experienced a needle that broke. The following information was provided by the initial reporter: the bd safety glide needle broke off during use. Incident occurred during administration in which the needle broke off in the patient's thigh.

Manufacturer narrative:
H.6. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection observed that it has the needle missing. A visual inspection was performed with a 10x magnifier lens. Insufficient epoxy was applied to fix the needle to the needle hub. No other defect or imperfection was observed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. It could be possible that a jam occurred at the cannulator inducing the symptom reported by the customer and not detected in the next processes. Verification of the cannulator was performed. The settings were correct and the flow of products was good. A device history record review was completed for provided lot number 1281174. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle experienced a needle that broke. The following information was provided by the initial reporter: the bd safety glide needle broke off during use. Incident occurred during administration in which the needle broke off in the patient's thigh.